Manufacturer narrative:
Examination of the returned device confirmed a portion of the rim has broken off. The root cause is attributed to device wear from normal use and servicing. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
A small piece on the underside of the trial broke off.